Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast pain, material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent breast augmentation revision with two unspecified mentor saline breast prostheses. Post-operatively, the patient was diagnosed, during an in-office visit, with left breast pain and left breast implant deflation. As a result, the patient underwent breast implant removal and replacement with unspecified silicone implants on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the suspect medical device was a 225cc mentor smooth round moderate plus profile (catalog: 3502225 lot: 6432604). On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
On july 19, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual analysis of the returned sample sm mpps dv 225cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the anterior view, measuring approximately 0.2 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).